Event description:
Information was received indicating that a threaded end (patient's side) of a smiths medical cadd cassette reservoir broke, and the clamp fell on the nurse's hands. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in used conditions without it's original packaging, decontaminated, and inside a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The sample had the female luer detached with the tube properly bonded. The cut in the tube is partially regular. The extension tube presented with scratches near the end and the glue remained. During the functional testing, the failure mode was not attributable to the manufacturing process due razors are not use in the assembly process, also leak test detect any cut in the tube. The complaint was not confirmed. No root cause was determined due complaint was not confirmed. No actions taken due complaint was not confirmed.